Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed the lv lead had become dislodged. The physician elected not to reposition the lv lead at this time, and the device was reprogrammed for right ventricular pacing only to resolve the event. The patient was stable and will continue to be monitored.